Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported for more than a year the patient's kidney drainage catheter was replaced every two months. During the replacement of the catheter on (B)(6) 2016 slight leaking was noted between the ultrathane material and the hub. The catheter was left in place for a day and then removed on (B)(6) 2016 and replaced with a 10 fr drain, due to continued leaking. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, drawing, documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided and results of the investigation, a definitive root cause could not be determined. Per the health risk assessment ,no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported that the ultrathane mac-loc locking loop multipurpose drainage catheter had slight leakage noted between the ultrathane material and the hub. The catheter was left in place for one day before being replaced with a 10 french (fr) drain as a result of continued leaking. There were no reported adverse events or injury to the patient. No further information was provided.